Manufacturer narrative:
Our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed that a dark colored particulate was adhered to the plunger rod ribs. Bd determined that the cause of the failure was likely a result of the particulate adhering to the syringe plunger during the assembly process. The particulate was than not detected in the next manufacturing process. Manufacturing associates will be shown the defective sample to increase their awareness to prevent the recurrence of the failure observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that bd syringe 20ml ll tip conv pak had foreign matter it was reported by customer that when opening up an intact package, associate noticed one 20 ml syringe with multiple black particulates on inside syringe barrel and syringe plunger verbatim#: rcc received a complaint via email. Email(s) attached reporter information product name: bd 20 ml syringe luer-lok tip bulk sterile convenience pak material/catalog number: ref 305617 lot number(s): 4086179 (exp 2029-03-31) event description date of incident (mm/dd/yyyy): 06/06/2024 date bd notified, if applicable (mm/dd/yyyy): 06/07/2024 name of bd associate informed, if applicable (first and last name): n/a description of event (give specific and objective details of event): opening up an intact package, associate noticed one 20 ml syringe with multiple black particulates on inside syringe barrel and syringe plunger sample availability (yes/no including pick up detail information): yes. Please send to my email an electronic return shipping label for return. Was there any alleged injury or harm to user or patient? (Give detailed information): no.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.